Event description:
It was reported that the implantable pulse generator (ipg) reached premature battery depletion. It was also reported that prior to the device explant, the patient presented to the emergency room with shortness of breath due to the device being in vvi65 mode. Therefore, the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.